Event description:
Information was received regarding a (B)(6) cassette reservoir. It was reported that the device resulted in a "no disposable, clamp tubing" message. It is reportedly the third time in the past couple months that the patient has had issues with a pump. The patient has reportedly tried working with the pumps each time to discover what the action problem was; they've tried changing batteries, cassettes, tubings, pumps, etc.. When switching to the back-up pump, it would work properly. Patient believes that the issue could also be due to a bad batch of cassettes for it to happen so frequently. All cassettes from lot 3621 and issues reported with the last cassette were from that batch. Patient attempted to connect another cassette from lot number 3621 while on the line reporting the incidents, but it gave the same error. The infusion was life-sustaining but patient had back-up devices to successfully continue their infusion. There was no patient, or clinician injury associated with this event. No additional information is available.